Event description:
Customer reported that she had low blood glucose. Paramedics were called and customer was transported to the hospital. Customer's blood glucose reading was 18 mg/dl at the time the paramedics arrived. Caller stated that the customer had gastric surgery, doesn't eat much and her basal rates settings are too high. Customer called ageing and mentioned that she was hospitalized in the past and was not documented. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.